Event description:
On 08/05/2022, infutronix received a complaint from an end user: "last week, we had another patient say that their pump started beeping and saying battery failure. The pump was due to finish at 1140 and this started at 4:30am. When pt arrived at the clinic, the pump was empty and had completed the infusion early. This was a 48 hour infusion. The nurse said that the battery was full when she placed it on the patient. I have removed this pump from service." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous test. Complaint history review performed, no previous complaints were identified. Analysis of the returned device is complete. Results: the event log for nimbus ii painpro, serial number (B)(6), was reviewed, and it was discovered that the pump didn't log an infusion stopped due to an error during a patient's infusion. The test was then performed on the nimbus ii painpro, serial number (B)(6), where the pump completes the infusion without any error messages. The reported complaint was not confirmed in the event log, and the performance test was not repeated for the reported complaint. The pump was found to be operating inside the specification and meets the passing criteria.